Manufacturer narrative:
Device evaluated by manufacturer: the returned stent delivery system was analysed. A visual and tactile examination found no kinking to the hypotube shaft. A visual and tactile examination of the extrusion profile confirmed no damage to the profile. The stent was not attached to the balloon nor returned to the cis (complaint investigation site) for analysis. The bumper tip of the device showed no signs of damage. An inspection of the balloon showed that the balloon had been inflated. The balloon wings were subjected to positive pressure as part of the inflation process. No damage to the balloon profile was noted. No other issues were identified during the product analysis with this returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
This device was received with no reported issues. However, preliminary investigation revealed stent detachment.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
This device was received with no reported issues. However, preliminary investigation revealed stent detachment.